Manufacturer narrative:
The patient is a (B)(6) male. Patient demographics such as date of birth and weight were not provided by the customer. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined with the available information. All mdrs associated with this report: 2122870-2016-00376, 2122870-2016-00377.

Event description:
The customer contacted beckman coulter on (B)(6) 2016 to report generating non-reproducible access accutni+3 results for one (1) patient involving the unicel dxi 800 access immunoassay system serial numbers (B)(4). The patient's sample was run three times on unicel dxi 800 access immunoassay system serial number (B)(4) and imprecise results, all above the assay's normal reference range, were obtained. There was no change or impact to patient care or treatment which occurred in association with the imprecise access accutni+3 results. Mdr2122870-2016-00376 addresses imprecise access accutni+3 results generated on the unicel dxi 800 access immunoassay system serial number (B)(4). This report addresses imprecise access accutni+3 results generated on the unicel dxi access immunoassay system serial number (B)(4). Quality control (qc), calibration, precision run and system check were all performing within the assay and instrument specifications at the time of the event. The customer sent one patient sample to the complaint handling unit, (B)(4) for interference testing. Testing of the neat sample did not confirm the elevated results observed at the customer site. Internal testing by beckman coulter complaint handling unit generated an access accutni+3 result within the normal reference range of the assay. Testing of the sample with a blocker protein specific to alkaline phosphatase (ap mutein) did not significantly reduce the signal. There was insufficient sample to conduct any further analysis. The presence of a patient source interferent was not confirmed. The patient's sample was collected in a lithium plasma tube and was centrifuged ten (10) minutes at 4500 rpm (revolutions per minute). No issues with ample integrity were reported by the customer.